Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had shoulder surgery about a little over a month ago and after that they had bladder retention, went to the ER had a foley placed then removed and they have been in the urologist many times for bladder infections and were given medication to help with urgency because they were not sleeping. The patient said they also noticed they no longer feel stim from time to time and they've been having a lot of urination like 7 times per night so today, they wanted to make sure the device was working but they haven't been able to connect they see no device found. Offered and assisted the patient to use their equipment to check their settings and after selecting the interstim x app and repositioning several times, patient reported seeing: no device found. Reviewed the meaning of the message and redirected to their doctor to further address the issue. The issue was not resolved through troubleshooting. The patient mentioned unrelated medical history. This included patient said before their shoulder surgery they had an MRI and they followed all the instructions. They said when they went for their shoulder surgery, they were told to bring their equipment but no one told them to do anything, and therapy was not turned off for the shoulder surgery. They feel like their symptoms went back to the way they were before they had the procedure done. The patient said prior toshoulder surgery interstim was helping and it changed their life, they want it to work again. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.